Event description:
Patient reported being "diagnosed with cancer" and "pain." Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: visual analysis of the returned device identified fold crease, a 40 mm dark patch edge material inside gel device, wear abrasion, a deformation, clouds in the gel, bubbles in the gel, overweight device. The weight is verified during manufacturing and is within specification for this reason no defect is considered. Voids were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported being "diagnosed with cancer" and "pain." Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/30/2009 and 04/22/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and cancer-breast are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "diagnosed with cancer", capsular contracture baker grade IV, "pain" and exchange due to concern with textured product.

Event description:
Patient reported being "diagnosed with cancer" and "pain." Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.